Manufacturer narrative:
Report not confirmed for ad03. Evaluation could not reproduce the reported malfunction of continues to run. It was also noted that the device was noisy and the markings were not clear. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 100 months with no record of factory service during this period. We will continue to track and trend this complaint type. No conclusion and evaluation can't be performed for the integra codman perforator, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. The em200 was sent back for evaluation. The device was tested and the temperature rise was within specification at 14.04 degree f. It was also noted that there was no anomalies found. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 42 months with no record of factory service during this period. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during operation, the integra perforator clutch did not work causing contusion on the patient. On follow-up, it was reported and confirmed that a CT scan were taken as part of the procedure and results showed satisfactory progress of patient's condition. The lot number of the codman perforator cannot be confirmed as the device will not be returned. Upon update, the ad03 perforator driver was returned along with the motor.